Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range due to lead fracture. Boston scientific technical services (ts) discussed to consider decreasing the exit count. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range due to lead fracture. Boston scientific technical services (ts) discussed to consider decreasing the exit count. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned and anew lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance out of range due to lead fracture. Boston scientific technical services (ts) discussed to consider decreasing the exit count. This rv lead remains in service. No adverse patient effects were reported. Additional information indicated that this rv lead was surgically abandoned and anew lead was implanted. No additional adverse patient effects were reported.